Event description:
Per the clinic, the patient experienced a decrease and performance and migration of the device. Subsequently the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed october 9, 2015.